Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a connector crack. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue and break could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of mechanical issue and break cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a connector crack. Following the surgery, the patient was stable, improved and the event resolved.